Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported getting inaccurate readings with the sensor. Customer's blood glucose level was 220 mg/dl and the sensor glucose reading was 81 mg/dl that triggered the insulin pump to suspend. Troubleshooting was performed. The sensor was not returned for analysis.